Manufacturer narrative:
The baxter technician found the thread had deteriorated due to stuck in brake position and both foot end casters needed to be replaced. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the baxter maintenance records show baxter performed preventative maintenance on this bed on 17th may 2024. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced both foot end casters with new foot end casters to resolve. Based on this information, no further action is required.

Event description:
A company representative - service personnel contacted technical service to report that the affinity 4 bed frame, had an issue, both foot casters not reliably braking. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.